Event description:
It was reported that the device was broken or damaged. One of the syringe plunger clamps (arms) broken off from plunger casing. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional information h7, h9.

Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture [insert date manufactured] to present date 12/09/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device was broken or damaged. One of the syringe plunger clamps (arms) broken off from plunger casing. No additional information was provided. There was no patient involvement.